Manufacturer narrative:
This report is submitted on may 17, 2021.

Event description:
Per the clinic, the patient was treated with oral antibiotics (date and duration not reported) due to pain around the magnet site.